Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarms and resume insulin delivery.